Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fph in (B)(4) for investigation. It was visually inspected for the reported fault and pressure tested for leaks. Results: the swivel wye was returned disassembled from the swivel elbow. No damage was observed to the swivel wye, swivel elbow and other parts of the returned breathing circuit. The swivel wye and swivel elbow were reassembled, and the whole breathing circuit was pressure tested. The pressure test result was within specification. The expiratory and the inspiratory limbs did not disconnect from the swivel wye during the pressure test. A lot check revealed no other complaints of this nature for lot number 150828. Conclusion: we were unable to determine what may have caused the problem reported by the hospital. The infant swivel elbow and swivel wye is assembled using a machine to ensure a consistent tightness of connection. The swivel is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circui also state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the elbow on the swivel wye of an rt265 infant dual heated evaqua2 breathing circuit came off after three days of use. No patient consequence was reported as a result of this incident.